Event description:
Boston scientific received information that at the previous interrogation three months earlier the device was showing two years remaining with a magnet rate of 90 ppm. At the current interrogation, the device had declared elective replacement indicator (eri) approximately two months earlier. It was also noted that the pacemaker was in retry at 3.5 volts. Boston scientific technical services (ts) was consulted and discussed that the time to explant from the previous interrogation did not match the magnet rate. Ts also discussed that retry with the auto capture feature could contribute to the device declaring eri earlier than expected as the output is set higher which uses more energy. Subsequently the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. In addition, it was determined that, although this device experienced normal battery depletion, it declared elective replacement time (ert) earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools.